Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of noise with isometrics on the right atrial (ra) lead channel of this pacemaker channel. Technical services (ts) analyzed device episode data and found that this resulted in inappropriate atrial tachy response (atr) episodes. The ra lead impedance was noted to be high at 484 ohms. It was also noted that during isometric testing the sensor response rate went up and there was extra pacing. This caused the patient to have palpitations and heart racing. Reprogramming was advised. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that there was oversensing of noise with isometrics on the right atrial (ra) lead channel of this pacemaker channel. Technical services (ts) analyzed device episode data and found that this resulted in inappropriate atrial tachy response (atr) episodes. The ra lead impedance was noted to be high at 484 ohms. It was also noted that during isometric testing the sensor response rate went up and there was extra pacing. This caused the patient to have palpitations and heart racing. Reprogramming was advised. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of noise with isometrics on the right atrial (ra) lead channel of this pacemaker channel. Technical services (ts) analyzed device episode data and found that this resulted in inappropriate atrial tachy response (atr) episodes. The ra lead impedance was noted to be high at 484 ohms. It was also noted that during isometric testing the sensor response rate went up and there was extra pacing. This caused the patient to have palpitations and heart racing. Reprogramming was advised. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, the oversensing of noise on the atrial channel persisted. Technical services (ts) analyzed a provided electrocardiogram strip and found that there was under sensing of the intrinsic atrial signal which resulted in extra atrial pacing. This pacing fell within the programmed delay period on the ventricular channel which resulted in extra pacing in the ventricle. It was noted that the patient was feeling this extra pacing. No adverse patient effects were reported. Currently, this system remains in service.